Event description:
Pt confirms no IV line issues but states they may need to have their line changed. Pt reports being admitted to the hosp yesterday (B)(6) 2023 for an infection (onset date unk) but they don't know where the infection is coming from. Pt reports they will have to have IV line changed if it is infected but they are still trying to determine if that is the cause of the infection. Md is aware pt is in the hospital. No further info, details or dates available. Reported to (B)(6) by pt/caregiver.